Event description:
Pt fell at home - right subtrochanteric fracture orif by another surgeon at outside hospital. Four month post-op, hardware failure referred to dr. In 03-op1 repair nonunion because of failed hardware. Nonunion 5 months later redid orif nonunion and op1 again. Infected 16 days after 2nd surgery. IV antibiotic beads - multiple surgeries (I&d)- went on to heal 4 months later.